Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) in complete heart block, with complaints of dizziness/lightheadedness, and syncope. Telemetry was unable to be established with the implantable pulse generator (ipg), therefore they were unable to interrogate the device. The device is suspected to be at end of life (eol). The patient did admit to being noncompliant with their device follow-ups. The device was removed and replaced. No patient complications have been reported as a result of this event.